Event description:
Inaccurate high readings. In blood glucose tests, customer received readings of 428, 318, and 139 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.